Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) went from 2.5 years longevity to less than three months longevity remaining in a span of three months. Boston scientific technical services (ts) discussed that there was no recent drastic change pacing percentage or high energy shock delivered. There was also no high atrial rate burden. Data analysis confirmed that the device battery voltage appears normal based on the power usage. The expected power is about 36 microwatts, and the power recently increased to about 44 microwatts. Based on the data, it is most likely the increase is due to a large number of non-sustained right ventricular (rv) episodes. Furthermore, analysis showed that this appears to be some type of one-off error of the battery status logic. It is possible that this is a transient problem and could be corrected with subsequent daily measures. A patient initiated interrogation (pii) was recommended to see if the problem persists. Additionally, it was noted there was loss of capture. Technical services recommended to bring the patient in for an evaluation. The patient was seen in the clinic and they tried to perform an interrogation with two different programmers and was unable to interrogate and there was no magnet tones. Technical services recommended device replacement as therapy may not be available. Subsequently, this device was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the communication failure of this unit.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) went from 2.5 years longevity to less than three months longevity remaining in a span of three months. Boston scientific technical services (ts) discussed that there was no recent drastic change pacing percentage or high energy shock delivered. There was also no high atrial rate burden. Data analysis confirmed that the device battery voltage appears normal based on the power usage. The expected power is about 36 microwatts, and the power recently increased to about 44 microwatts. Based on the data, it is most likely the increase is due to a large number of non-sustained right ventricular (rv) episodes. Furthermore, analysis showed that this appears to be some type of one-off error of the battery status logic. It is possible that this is a transient problem and could be corrected with subsequent daily measures. A patient initiated interrogation (pii) was recommended to see if the problem persists. Additionally, it was noted there was loss of capture. Technical services recommended to bring the patient in for an evaluation. The patient was seen in the clinic and they tried to perform an interrogation with two different programmers and was unable to interrogate and there was no magnet tones. Technical services recommended device replacement as therapy may not be available. Subsequently, this device was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.